Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was error code 79 (non-recoverable system error) occurred in an arctic sun device. Per review of wo on 20nov2024, there was no patient involvement. Per follow up information received via mail on 20nov2024, updated entry description (see attachment). Device would be repaired in the hospital by hospice.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed thermistor. The device was evaluated upon receipt. Error 79 in the error-log recognized. Replaced manifold. On optical damage. The operation stucks any time on the display. Replaced control panel. Passed functional check. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Correction: f, h. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was error code 79 (non-recoverable system error) occurred in an arctic sun device. Per review of wo on 20nov2024, there was no patient involvement. Per follow up information received via mail on 20nov2024, updated entry description. Device would be repaired in the hospital by hospitec. Per sample evaluation results received via task on 23jan2025, it was reported that the on optical damage. The operation stucks any time on the display.